Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed, and the reported issue was confirmed in the log and also replicated during failure analysis investigation. The usm was tested on an in-house system in normal mode, triggering errors 22020/25930. While the unit was on the system, the failure analysis (fa) tech performed the instruments test using the fenestrated bipolar forceps, stapler 45, stapler 30, and the large needle driver instruments, but the unit did not engage any instruments. The usm was also tested on a patient side cart (psc) fixture test platform (pftp) and failed carriage test due to the rotor's mirrors being dirty.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer was unable to engage instruments on the universal surgical manipulator (usm) 1. The intuitive surgical, inc. (Isi) clinical sales representative (csr) called the isi technical support engineer (tse) from offsite and stated that an issue previously reported had returned. Live logs showed a stapler failed to engage on the usm1. The isi csr advised that no matter what instrument the site used, the usm1 would not accept it. The procedure was completed with no reported injury. Isi made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the engagement issue, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced universal surgical manipulator (usm) 1. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. Isi has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.